Event description:
Ous MDR - after an implant duration of about 4 months oversensing leading to inappropriate shocks was reported. Although the lead measurements (sensing, impedance, shock impedance, threshold) were within range, it was decided to exchange the lead. Other than the inappropriate shocks, no adverse pt effects have been reported.